Manufacturer narrative:
E1 to be (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported error code e315 and screen noise displayed during service / maintenance involving an olympus gastrointestinal videoscope. There was no patient involvement.